Event description:
The customer reported to olympus, that the resection sheath, 24 fr., had an issue with the backlite being broken. It is unclear when the event took place. There is no report of patient harm or injury associated with this event. The device was subsequently evaluated, and the confirmed the device was damaged.

Manufacturer narrative:
The device was returned to olympus for evaluation, the customers allegation the backlite being broken, was confirmed. A backlite piece, ceramic tip was broken off due to mishandling, or shock. Additional findings were found and are as follows: the sealing ring (set) wasdamaged or missing. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the image problem occurred due to thermo-mechanical fatigue, wear and tear, or improper handling of the device. It cannot be determined whether there was advanced wear and tear or pre-existing damage. Furthermore, it cannot be determined whether the final damage was triggered in the course of the procedure or during reprocessing. Olympus will continue to monitor field performance for this device.